Manufacturer narrative:
A device history review was performed for the finished device 00001347 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where leaking hemostatic valve issue occurred. It was reported by the caller the distal portion of the white hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, sheath became dislodged. The caller states when the dilator was removed from the sheath the white piece of the valve came out ,and there was extreme blood backflow from the valve of the sheath (20ml lost). The caller states the wire, and the dilator were placed back into the sheath, and the sheath was exchanged. The case continued without any further incident. The carto 3 is working per specs. The carto vizigo¿ 8.5f bi-directional guiding sheath, medium, sheath has been determined to be the root cause of the product complaint. The white hemostatic valve got pushed into the sheath during prep. The hemostasis valve (gasket) did not separate. To the naked eye it looked like it got pushed to one side of the hub almost bent over. It looked like it got pushed up in the shaft of the clear portion, and then moved to one side. The sheath was being used on the patient during the event. No air entered the patient¿s body. As soon as the dilator was removed blood poured out the back on the sheath like the valve was none existent (approximately 20ml lost). The operator then reinserted the dilator, and wire and proceeded with changing out the sheath. No percutaneous, or surgical removal intervention was required. The hemodynamics was not compromised due to bleeding. Since bleeding was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, or did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The potential risk that it could cause, or contribute to a serious injury, or death to the operator or patient is remote. Therefore, it is not MDR reportable. This event will be reported for the hemostatic valve separation. On (B)(6) 2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 9/9/2020, during evaluation it was found that hemostatic valve appears dislodged inside the hub. This finding was reviewed and assessed that it continues to be considered MDR reportable.

Manufacturer narrative:
On 9/17/2020, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where leaking hemostatic valve issue occurred. It was reported by the caller the distal portion of the white hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath became dislodged. The caller states when the dilator was removed from the sheath the white piece of the valve came out and there was extreme blood backflow from the valve of the sheath (20ml lost). The caller states the wire and the dilator were placed back into the sheath and the sheath was exchanged. The case continued without any further incident. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).